Event description:
It was reported that a patient underwent a procedure involving the venaseal closure system. The device was used to treat the right great saphenous vein at the mid-thigh. Within 30 days post procedure, the patient experienced skin inflammation, skin irritation, and a reaction at the mid-thigh, accessed at the ankle. The physician believed the vein tore and venaseal adhesive leaked out of the vessel, resulting in a lesion at the peripheral vein. More than one leg was treated but the reaction was not present in both legs. The catheter tip was 5cm caudal to sfj. Ongoing symptoms were present, and medication intervention was required, with uncertainty regarding the need for surgical intervention. The issue remains unresolved, and the patient was alive with injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: venaseal procedure was performed on (B)(6) 2025. Patient reported pain and inflammation on (B)(6) 2026. Patient went to wound care on (B)(6) 2026 and wound care reached back out to vascular. Ulcer was present by (B)(6) 2026. Physician debrided and excised that part of the vein on (B)(6) 2026. Image analysis: three images were provided for evaluation. The images depict the patients leg. A reaction/skin irritation can be observed on the patients leg. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.